Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion..

Event description:
The customer reported a conflicting result with the ID now covid-19 assay. The customer reported a positive result on a throat swab with the ID now covid-19 assay. Repeat testing performed using a new nasal sample generated a negative result. Confirmation testing information was not provided. Although requested, additional information has not been provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.

Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4), inc. Therefore, a root cause investigation was not able to be performed. A review of complaints' trend reveal that all of the ID now covid-19 lots within expiry are performing according to label claims. In conclusion, the exact root cause of the reported issue could not be determined.